Event description:
It was reported that a clip was loaded in closed condition during a laparoscopic colectom. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its rotation tab bent and its trigger partially engaged. A clip was partially loaded incorrectly as it was stuck in the bent rotation tab. It was also noticed that one of the centering tabs on the distal end of the channel was bent outward. One loose clip was also returned closed. The sample appears used as there is biological material present on the device. First, the partially loaded clip was manually removed , and the trigger cycle was completed. The next clip was noticed to be out of position in the channel. Functional inspection was performed by engaging the trigger. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the ratchet ears are intact. The next clip was unable to load properly into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the clips were out of position and stacking on one another. The clip stacking could prevent the clips from properly loading into the jaws. In this case, it appears that the clip stack also caused the centering tab to bend outward. The sample was received with 8 clips remaining, including the partially loaded clip, indicating that 7 clips were fired by the end user, including the returned loose clip. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clip loaded in closed condition" was confirmed based upon the sample received. The device was returned with its rotation tab bent, one centering tab bent outward, and 8 clips remaining indicating that 7 clips were fired by the end user. Upon functional inspection, it was found that the clips were out of position and stacking on one another which could prevent the clips from loading properly into the jaws of the device. In this case, it appears that the clip stack also caused the centering tab to bend outward. Although the reported complaint issue was confirmed, it could not be determined exactly how or when the clips became out of position. A CAPA has been opened to further investigate this issue.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73c1900605 investigation did not show issues related to complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that a clip was loaded in closed condition during a laparoscopic colectom. Therefore, the device was replaced with a new one to complete the operation. No clip fell/remained in the patient.